Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: based on the information provided, it was determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the "routine overnight" protocol comprising 200 cassettes, which started in retort b at 11:29pm on (B)(6) 2020 and completed at 06:51am on (B)(6) 2020. The "routine overnight" protocol, which is of 12 hours and 56 minutes duration, has been validated by the laboratory and was last modified on (B)(6) 2016. The reagent type configuration and reagent change thresholds differ from the manufacturer recommendations for this xylene processing mode. Specifically, there are no manufacturer recommendations for reagent replacement thresholds for toluene; and although the information from evaluation of the instrument by leica field personnel indicates that citrasol is used as a xylene substitute, the instrument is configured with both xylene and toluene as clearing reagents. The reagent change threshold for ethanol has been set to 69.5% and 1500 cassettes rather than the manufacturer recommended values of 51% and n/a for cassettes respectively; and the reagent change threshold for wax has been set to 85%, 1000 cassettes and 8 cycles rather than the manufacturer recommended values of 80%, 4500 cassettes and n/a for cycles respectively. Configuring the reagent replacement thresholds with a number of cassettes lower than that recommended by the manufacturer would result in more frequent reagent replacement and may prevent the reagents from reaching the replacement concentration threshold. The differences identified are not considered to have either caused or contributed to the sub-optimal tissue processing reported. Information documented by the fss details that the sub-optimal tissue processing reported by the complainant was derived from one (1) "routine overnight" protocol comprising 198 cassettes started on (B)(6) 2020; and the types of tissue processed were "small biopsies like cervical tissue and larger specimens (not specified by the customer)" with the affected tissue samples described as "shrunken and crunchy". The specific dimensions of the tissue samples exhibiting sub-optimal processing were not provided. Section 8.2.1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Although the size of the tissue samples was not specified, the manufacturer recommendations indicate that the "routine overnight" protocol with a duration in excess of 12 hours is not appropriate for "small biopsies like cervical tissue", which the complainant reported as exhibiting sub-optimal processing. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of the tissue samples being processed.

Event description:
The leica tac supervisor and the leica product application specialist - anz (fss) received a complaint by email detailing the following in relation to peloris ii rapid tissue processor serial number (B)(4): "we have experienced the same problem with the processor today, the small biopsies being shrunken and crunchy. It is not as bad as previous times but I have noticed that the reagents especially the alcohols have almost if not double the number of cassettes going through the processor without the machine indicating that the reagent has reached its threshold and needs to be changed. I have photos of the screens but it is hard to see the figures. For example the ethanol in bottle 8 is still at 85.1% and has processed 3011 cassettes, has gone through 17 cycles and was last changed 26 days ago. It still hasn't hashed out to say that the reagent needs to be changed. The threshold set for the alcohols is 75% concentration and 1500 cassettes. Could this account for our issues?" Further information provided by the complainant showed that a reagent change threshold for the number of cassettes processed had not been set; and the threshold of 1500 cassettes detailed when notifying leica biosystems of this complaint referred to the final reagent threshold for the number of cassettes processed. On 04 august 2020, the fss contacted the complainant and explained the difference between the reagent change and final reagent thresholds. On 07 august 2020, the fss received the following further information from the complainant by email: "the affected run was on the overnight process on monday (B)(6) 2020. Smaller biopsies and tissue such as cervical tissue seemed to be the worst affected, the larger specimens were okay. 198 blocks were on the run. All cases were able to be diagnosed. I will send you an incident report on monday. I have adjusted the threshold for the alcohols I have set the threshold to be 1500 cassettes so the alcohols will be changed more regularly. We had some bottles that had not been changed for 26 days."